Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment, and the customer was hospitalized with unexplained low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-97238.